Event description:
It was reported that pt went in for an I&d due to infection. Pt had a zimmer cup, a stryker liner, head and gmrs proximal femur. The surgeon took the head off and took the insert out of the cup. When the surgeon pulled on the stem, the stem removed easily in the surgeon's hand as the bone between the cement and bone were good but the bond between the implant and cement was not good. The surgeon reamed through the cement and implanted a new gmrs proximal femur and new liner and head.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 6260-9-132 lot # 36691804 description: 32mm std lfit v40 head; cat # 6197-9-001 lot # unk description: simplex p with tobra; cat #unk lot # unk description: unk 11x127 without body cemented stem; cat # unk lot # unk description: unk stryker liner. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.